Manufacturer narrative:
Conconcomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2008, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal fentanyl (concentration 2000mcg/ml; dose 750mcg/day) and clonidine (concentration 50mcg/ml; dose 18.7mcg/day) via an implantable infusion pump. Indication for use was non-malignant pain and joint pain/arthritis. A pump replacement procedure took place on (B)(6) 2015 due to elective replacement indicator (eri) at which time the hcp was unable to aspirate the catheter via the side port. There was no free flow of cerebrospinal fluid (csf) during the replacement. The pump connector on the catheter was replaced. The new pump was implanted and connected to the old catheter. The pump was not primed on the back table. The patient would go without medication for 12.7 to 18.5 hours. There were no patient symptoms. Event outcome was unavailable at the time of the report.